Event description:
On (B) (6) 2007, a (B) (6) year old female was implanted with a gore propaten vascular graft in an a-v access procedure in the right thigh from the common femoral artery to the femoral vein. On (B) (6) 2007, the patient presented with a possible graft infection as a result of a necrotic groin wound infection. The necrotic groin wound infection had some exposed graft. On (B) (6) 2007, a debridement of the right groin was performed. On (B) (6) 2007, the patient was admitted to the hospital for the groin infection. In the (B) (6) of 2007, the graft was explanted due to infection. Patient now has a left upper arm avf for dialysis use.

Manufacturer narrative:
Additional information received on 01/27/10 changed this event from non-reportable to reportable.